Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the lower common bile duct of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a 5 cm stricture within the common bile duct. The patient's anatomy near the lesion was reported to be tortuous. No visible issues were noted to the device. During the procedure, the stent was successfully implanted. However, approximately one week later, the patient developed jaundice. According to the physician, "the bile duct was occluded by the axial force of the fully covered stent". Therefore, an endobiliary tube was placed to drain the bile duct. On (B)(6) 2013, a wallflex biliary uncovered stent was subsequently implanted within the first stent to maintain biliary drainage. The patient's condition was reported to be good post procedure. There was no alleged malfunction or deficiency of the stent. According to the physician, the correct size stent was used and it was successfully placed within the target lesion with no reported issues. It was also confirmed that the stent had expanded properly and that the stent lumen itself was not blocked/occluded. The physician believes that the bile duct was obstructed due to the tortuous anatomy and the axial force and rigidity of the covered stent.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.